Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the artery. There was no reported product deficiency and the stent delivery system (sds) was not returned. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU)is a known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that using a radial artery access approach during a procedure of the moderately calcified, moderately tortuous, 96% stenosed, de novo mid right coronary artery (rca), predilatation was completed with a 1.5 x 12 mm nc unspecified balloon dilatation catheter (bdc). A 3.0 x 28 mm xience v stent was implanted, however, a distal edge dissection was noted. A second 3.0 x 12 mm xience v stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.